Manufacturer narrative:
Pump received unable to perform the displacement test due to cracked bleeding lcd and stripped battery cap(p) coin slot noted.

Event description:
Customer reported via phone call that the battery cap came loosed. Customer's blood glucose level was unknown. The customer said the metal contact from the battery cap was still on the battery, but the plastic broke off the opening of the compartment. Insulin pump will be returned for analysis.